Manufacturer narrative:
(B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was fractured. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). Reported event is considered confirmed as the returned tasp was fractured. DHR was reviewed and no discrepancies relevant to the reported event were found. Visual examination showed signs of repeated use and is fractured on the medial side of the post. A previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. The likely condition of the part when it left zimmer biomet control is considered conforming based on the product's field age and the DHR review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.